Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The customer has acknowledged off label use of this product. They were pouring over the heprain tubes into edta at the time of processing in the lab, resulting in the erroneous results. Customer explained that they started collecting the samples in edta and shipping them to lab ambient temperature with no further issues and customer was able to isolate the monocytes successfully. H3 other text : see h.10.

Event description:
It was reported that 2 bd vacutainer® sodium heparinn (nh) blood collection tubes had no monocytes in them after use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "customer reported, (B)(6) had (2) occurrences reported via donor and (B)(6) had (4) occurrences reported via donor, but other donors with the same lot number showed no problems, showed that 6 donors collected in bd test tubes have no monocytes" "called customer, customer explained that they were pouring over the heprain tubes into edta at the time of processing in the lab, resulting in the erroneous results. Customer explained that they started collecting the samples in edta and shipping them to lab ambient temperature with no further issues and customer was able to isolate the monocytes successfully."

Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® sodium heparinn (nh) blood collection tubes had no monocytes in them after use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "customer reported,july 8th had (2) occurrences reported via donor and july 15th had (4) occurrences reported via donor, but other donors with the same lot number showed no problems, showed that 6 donors collected in bd test tubes have no monocytes" "called customer, customer explained that they were pouring over the heprain tubes into edta at the time of processing in the lab, resulting in the erroneous results. Customer explained that they started collecting the samples in edta and shipping them to lab ambient temperature with no further issues and customer was able to isolate the monocytes successfully."